Manufacturer narrative:
Bec initial investigation after receiving the complaint indicated that the malfunction would not likely cause or contribute to death or serious injury upon recurrence. Upon further investigation, bec has determined that the malfunction might cause a delay in reporting patient results. Therefore, bec is filing this medwatch report at this time. Bec identifier for this complaint is (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that there were some 0.5 ml sample cups with holes in them from a bag of lot 1042839. Customer reported that the sample cups have not been used. There was no report of any erroneous results. There was no report of any adverse event or injury requiring medical intervention or patient treatment bec sent a replacement of 0.5 ml sample cups to the customer.